Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to post-paced t-wave oversensing was observed on the ventricular channel via remote transmission. The patient was asymptomatic. Programing changes were made. Patient is fine.

Event description:
New information states that during follow up in clinic, additional occurrence of post-paced t-wave oversensing was observed after programming changes were made. The patient was asymptomatic and did not receive therapy during the oversensing. New programming changes were made. Days later, a dft test was performed, and the device sensed appropriately. The patient is in stable condition.